Manufacturer narrative:
(B)(4) d11: 010000665-g7 pps ltd acet shell 56f-6594132. 010000858-g7 neutral e1 liner 36mm f- 6551570. 00877503603-bioloxâ® delta ceramic head-2989488. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d11; g4; h2; h3; h6 reported event was confirmed by review of clinical records by a health care professional. Review of the available records identified an intraoperative calcar crack on right femur that was noted to be resolved with placement of prophylactic cerclage wire. There was no significant medical history, medications, or other factors that may have contributed to this event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown cup-unknown. Unknown-unknown head-unknown. Unknown-unknown liner-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that patient experienced an intraoperative femoral calcar fracture that was stabilized with cerclage wires. Attempts have been made and additional information on the reported event is unavailable at this time.